Event description:
Importer reported that a user facility reported that a patient experienced hyperpigmentation in the treatment area following the use of the opus system.

Manufacturer narrative:
Importer reported that a user facility reported that a patient experienced hyperpigmentation in the treatment area following the use of the opus system.